Manufacturer narrative:
The device was not returned and therefore a physical examination of the failed device was not possible. A review of the lot history record did not reveal any issues relevant to detachment of the tip. Based on the description of the event, it is believed that the operator did not sufficiently flush the device before use, causing the guidewire to become stuck. A review of the IFU revealed the instructions adequately address flushing of the guidewire lumen with saline prior to use. The operator was retrained to the IFU. This is the first complaint of tipped attachment ever received by the manufacturer. The manufacturer will continue to track and trend for this event. The root cause has been assigned as user error. Note: this MDR was originally submitted in paper form on (B)(6) 2016. However, this MDR is being resubmitted on (B)(6) 2022 because an investigation determined that the original paper submission was not properly received and accepted.

Event description:
There was some difficulty advancing the catheter in mild tortuosity in hepatic artery. Catheter buckled and became stuck on the abbott vascular iron man guidewire. Upon exerting force to remove the catheter, the distal tip sheared off and became separated from the rest of the catheter. Attempts to snare the tip were unsuccessful. Patient was admitted to the hospital for pain within 24 hours of the procedure. The site of the procedure was found re-cannalized with good flow to the liver. No additional ae reported. Pain resolved and patient was discharged within 24 hours.